Manufacturer narrative:
The reported complaint of a fully charged autopulse li-ion battery (s/n (B)(4) does not power on the autopulse platform was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing, and the battery worked as intended. No physical damage was observed and the status showed four green leds illuminated on the battery upon incoming inspection. The archive data review showed no errors recorded in the whole archive for the autopulse li-ion battery. Battery was last charged successfully on (B)(6) 2022 and was last inserted/used in the autopulse the same day. During functional testing, the battery successfully powers on a known good autopulse platform multiple times without any fault or error. The battery passed charging several times in a known good autopulse multi-chemistry battery charger, and the status leds of the battery showed four green lights each time.

Event description:
During shift check, the customer reported that fully charged autopulse li-ion batteries (s/n (B)(4), (B)(4), (B)(4), (B)(4) does not power on the autopulse platform. The batteries were noted to have all 4 green led lights illuminated upon status check. In warm outdoor temperatures, the autopulse platform cannot be started with the new batteries, but it works with old batteries. No patient involvement. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR (B)(4) for the autopulse li-ion battery (sn (B)(4).